Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('abdominal essure was removed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included nickel sensitivity, postmenopause, abdominal adhesions, cystoscopy, abdominal pain lower, multiparous and pelvic pain female. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral oophorectomy,intra-abdominal adhesiolysis). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). The reporter commented: right tubal ostia with a single coil of essure device noted. Left tubal ostia with 8 coils of essure device noted by hysteroscopy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('abdominal essure was removed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included nickel sensitivity, postmenopause, abdominal adhesions, cystoscopy, abdominal pain lower, multiparous and pelvic pain female. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral oophorectomy,intra-abdominal adhesiolysis). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). The reporter commented: right tubal ostia with a single coil of essure device noted. Left tubal ostia with 8 coils of essure device noted by hysteroscopy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: pif received. Reporter information were added. Implant date was updated. Follow up amended as the frd 28-apr-2021 reflecting was earlier than ird 29-apr-2021. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('abdominal essure was removed') in an adult female patient who had essure (ess205) inserted. The patient's medical history included nickel sensitivity, postmenopause, abdominal adhesions, cystoscopy, abdominal pain lower, multiparous and pelvic pain female. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral oophorectomy,intra-abdominal adhesiolysis). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). The reporter commented: right tubal ostia with a single coil of essure device noted. Left tubal ostia with 8 coils of essure device noted by hysteroscopy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.